Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented to emergency room with chest tightness. The right ventricular (rv) lead was repositioned. No additional adverse patient effects were reported.